Manufacturer narrative:
The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence the device was used contrary to product labeling per the dfu. Embolism is listed in the dfu as an adverse event. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
(B)(4). It was reported that an embolism occurred. An angiojet® solent¿ proxi was selected for thrombectomy of the left superficial femoral artery (sfa). The patient presented with severe ischemia in the left lower extremity with a nonhealing wound on the left transmetatarsal amputation site. The patient was prepped for intervention. The ultrasound identified the right common femoral artery and the needle was placed. An amplatz stiff wire was used to gain access and a 4french sheath was used. A catheter was placed in the stenosis in the left common femoral artery. The sheath was aspirated and flushed and determined to be intraluminal. A uf catheter was then placed over a guidewire under fluoroscopic guidance into the abdominal aorta. The wire was removed. Hand injections then ensued of the aortoiliac and femoral arterial segment at the appropriate oblique angle to see the left side. Then the aortic bifurcation was crossed over and access was obtained to the left common femoral artery. Hand injections then ensued after connecting the catheter to the manifold. A wire was passed beyond the stenosis and ensured intraluminal position beyond the stenosis with hand injections. The soft tissue tract was progressively dilated because of the significant scar tissue. A 7 french sheath was placed up and over with some great difficulty because of the sharp angulation of the aortic bifurcation; however, it was successful in placing the catheter central to the sheath, essentially down into the superficial femoral artery. The patient was given systemic heparin and allowed to circulate for 5 minutes. Hand injections at this point showed that there appeared to be some thrombus associated with the stenosis and therefore, after exchanging the 0.035 wire for a spider wire placed in the popliteal artery, the area of the sfa just proximal to the stent was then thrombectomized. The angiojet malfunctioned after being placed in the patient. The device was replaced with another angiojet and the case continued. The thrombus appeared to be gone at this point and all quadrants were athrectomized with a non-bsc device. An arteriogram still showed sluggish flow beyond the filter which was assumed to be associated with some embolization or residual thrombus in the filter itself. Angioplasty was performed at a nominal pressure (4 atmospheres) of the actual lesion with no residual waste. A completion arteriogram again showed sluggish flow at the level of the filter. The filter was retrieved and completion arteriogram was satisfactory. We pulled the sheaths back to the ipsilateral side for pulling after reversal of heparin. The patient tolerated the procedure well and was transferred to recovery in stable condition. The distal abdominal aorta was widely patent and smooth in contour. The left common and external iliac arteries are widely patent with internal iliac artery being occluded. The left common, profunda femoris, and proximal superficial femoral arteries are all widely patent, having been endarterectomized in the past. There are mild luminal irregularities of the superficial femoral artery proximally; however, there is a 90%, 2 cm long stenosis (task a lesion) involving the superficial femoral artery just above the previously placed stent. The stent, itself, was widely patent. The popliteal artery has mild luminal irregularities, but no hemodynamically significant stenosis throughout. There is 2-vessel runoff via the posterior tibial and peroneal arteries. However, at the level of the ankle, the posterior tibial artery occludes. There is some marginal recollateralization of the plantar branches; however, there is extremely poor arborization of the foot. The anterior tibial artery which occludes at its origin does seem to reconstitute as the dorsalis pedis at the level of the foot. There is no residual stenosis of the aforementioned treated lesion post-intervention.